Manufacturer narrative:
(B)(4). The investigation was completed on 10/13/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded two suspected false positive results on a (B)(6) year old female patient. The test was repeated on an alternate method and the result was negative based on the information available. The incident was reviewed and there was no reason to suspect that a malfunction existed. On (B)(6) 2015 the customer confirmed that the patient was not pregnant. The method used by the customer to confirm that the patient was not pregnant is unknown at this time. The incident was reviewed on (B)(6) 2015 and based on the information received on (B)(6) 2015 and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. The customer has not confirmed if return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.